Event description:
The duett sealing device was deployed following an iliac stenting (via a 7f sheath in the left common femoral artery). The pt has known moderate peripheral vascular disease with a left stent and scar tissue present. The pt experienced loss of pulses (pedal) immediately after deployment. The pt underwent a surgical thrombectomy and was put on anticoagulation therapy. Pt outcome was good.